Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. Review conducted by manufacturer yielded no additional complaints or trends to date for this lot number. We will continue to monitor for other similar complaints, compose trend reports and utilize the info as part of continuous improvement. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacovigilance.

Event description:
The consumer reported using the patch for 4 hrs on right hip. When she took the patch off, she noticed the patch had burned her and the skin was pulled off leaving two raw and sore spots. She went to the doctor and they gave her sulfadiazine cream to treat the area. After 3 weeks the area has healed and she feels much better.